Event description:
It was reported the device needs an opcheck frequently and is a potential safety issue. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). It was reported the device needs an opcheck frequently and is a potential safety issue. There was no reported pt involvement. A philips authorized service distributor evaluated the device and confirmed the fault. The therapy pca was replaced to resolve the problem. All performance assurance tests passed and the device was sent back to the customer for use. We will consider this a malfunction of the therapy pca that caused the device to require an opcheck be performed frequently.